Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported that while using the bd vacutainer® 9nc 0.129m plus blood collection tubes that there was undefill. The following information was provided by the initial reporter: for several days now, it has been happening more often that the tubes can no longer be filled completely. This means that the laboratory has to suspend the order and we have to take a new blood sample.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® 9nc 0.129m plus blood collection tubes that there was undefill. The following information was provided by the initial reporter: for several days now, it has been happening more often that the tubes can no longer be filled completely. This means that the laboratory has to suspend the order and we have to take a new blood sample.